Event description:
Customer reported unexplained high blood glucose. Last night, her blood glucose was 576 mg/dl and it wasn't reflecting what she was eating. Her lowest blood glucose was 476 mg/dl. Customer treated with the device. She stated she will go to the emergency room later if needed. Customer experienced frequent urination. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by site or set issues. She stated yesterday wen she removed her infusion set, it had big gushy bleeding. There was blood around the cannula and a little bit inside. Customer declined troubleshooting for blood at her insertion site. Customer was advised to do a complete set change and monitor his blood glucose. Customer's last blood glucose was 449 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).